Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by questionnaire on 11/16/2006. Follow-up calls were made on 11/23/2006, 11/28/2006 and 12/07/2006. To date, a response has not been received.

Event description:
A surgeon reports an unexpected postoperative refraction of -2.00 diopters following intraocular lens implant surgery that took place in 2006. It was reported that a lens exchange was scheduled for 6 months later. Confirmation of the lens exchange has been requested along with the lens model, diopter and placement of the replacement lens. Additional information including the patient's current status has been requested.